Event description:
It was reported that the user treated a low glucose episode with candy and cake, resulting in subsequent hyperglycemia while using the ilet with oral glucose as rescue; the glucose peaked at 239 mg/dl and then trended down as the pump delivered corrective insulin. Symptoms included feeling warm, nausea, dizziness, blurred vision, and hypoglycemia with a nadir of 53 mg/dl followed by hyperglycemia. Outcomes included minor, transient effects without lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.